Event description:
A report was received that the patient¿s ipg could not communicate with the remote control (rc).the patient will undergo an ipg replacement.

Manufacturer narrative:
Additional information was received that there will be no further course of action at this time. The device was not returned to bsn. As no anomalies or deviations were found during the complaint investigation site (cis) review, there is no reason to suspect a manufacturing defect as the source of the reported complaint.

Event description:
A report was received that the patient's ipg could not communicate with the remote control (rc).the patient will undergo an ipg replacement.